Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) crushed. Based on the result, we concluded that it was caused due to the physical damage applied on the image guide fiber bundle (cfb). In addition, we confirmed that the ocular fluid damage, the image guide fiber bundle (cfb) fluid damage, the insertion flexible tube (ift) compressed, the angle wire play, the light guide cable crushed, the ocular leak, and the light guide cable leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.